Manufacturer narrative:
The most likely cause is patient factors, including a history of bicuspid aortic valve and coronary artery disease. Although the product was not returned (valve-in valve procedure) and there is an allegation that the surgical valve failed earlier than expected, severe bioprosthetic stenosis and mild regurgitation after an implant duration of 5 years and 10 months with comorbidities of bicuspid aortic valve and coronary artery disease is related to patient factors, and is not a result of a manufacturing non-conformance. Additionally, there is no evidence of product failure with regard to design, reliability, or use error.

Event description:
It was reported that a patient with a 27mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of 5 (five) years, 10 months due to severe bioprosthetic stenosis and mild regurgitation. The patient presented acute decompensated nyha class IV chf. The tavr was performed with a 26mm 9750tfx transcatheter valve. Per site the surgical valve failed earlier than expected.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful.

Event description:
It was reported that a patient with a 27mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of 5 (five) years, 10 months due to unknown reasons. The tavr was performed with a 26mm 9750tfx. Transcatheter valve. Per site the surgical valve failed earlier than expected.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.